Event description:
It was reported that the device was returned without information as to what was wrong with the device. There were no reported adverse consequences for the patient.

Manufacturer narrative:
Date sent: 6/2/2009. Evaluation summary: the hand piece was tested on a generator and was found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.